Event description:
This pt underwent a right total knee arthroplasty in 2000. Pt has had pain since that time. Pt is unable to walk any distance without pain. X-rays show loose tibial and femoral components. All components were removed and replaced.